Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited decreased r-wave amplitudes and pace impedance measurements one day post-implant. An x-ray was obtained confirming the lead had dislodged. A revision procedure was then performed and the lead successfully repositioned. No adverse patient effects were reported. This lead remains in service.